Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034-2019-00241-1. Primary di number: (B)(4). No device was returned for evaluation. Review of provided patient xrays confirm disassociation and dislocation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised for a third time to address ongoing distal body disassociation from the srs im stem. The im stem was removed. No further information has been made available at this time.